Manufacturer narrative:
A partial lead with the connector pin measuring 16.0cm was returned for analysis. External insulation abrasion was noted at 12.4-12.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise. The reported field event of a lead fracture was not confirmed in the laboratory. Without return of an entire lead, a complete analysis could not be performed.

Event description:
It was reported that non-sustained vt and non-sustained ventricular oversensing were observed via remote transmission. Review of the egms revealed intermittent noise. Externalized conductors were observed via x-ray. Lead fracture was also noted. The lead was successfully capped and replaced.